Event description:
It was reported that the device had displayed error code 351.6740 system error, had pop during plunger force accuracy task. Task would not complete or failed due to pop and lost tension. There was no patient involvement.

Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex b: b01. Annex c: c20. Annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in this MDR report. Investigation summary: field technician stated issue of error 351.6740 was confirmed. On 28oct2024, pca was received unboxed and with paperwork. Pca when attached to lab pcu failed asm functional testing. Investigation confirmed the stated issue of error 351.6740. Workmanship at bd manufacturing. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to install the pin part # 301890. Failure investigation report attached to qn in sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had displayed error code 351.6740 system error, had pop during plunger force accuracy task. Task would not complete or failed due to pop and lost tension. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.